Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and assisted the caller through the process, successfully resolving the issue, allowing the caller to start their sensor session without the error reoccurring.